Manufacturer narrative:
Concomitant medical products: 457445 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator¿s (ipg) atrial arrhythmia data collection is inaccurate as the atrial lead is intermittently undersensing. It was noted that no action is recommended at this time. The ipg and atrial lead remain in use. No patient complications have been reported as a result of this event.